Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow up. The device went into backup vvi mode. No pacing support was observed during backup vvi mode. A device download was successfully performed.